Manufacturer narrative:
G4: 10sep2020, b4: 14sep2020 . The customer ordered a power management (pm) board. When the field service engineer (fse) was onsite, the system was showing a non-silenceable active alarm - check vent: alarm light-emitting diode (led) failed. Error logs showed error consistent with post led failed 0. The pm board was replaced to address the faulty pm board reported by the customer, and the alarm led failure found by the fse during the repair. Fse carried out electrical safety testing and functional testing. The device is functional. Handed working unit back to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
The customer reported device has faulty power management (pm) board. The customer ordered a pm board after the recall notice. When the field service engineer (fse) was onsite, the system was showing a non-silenceable active alarm - check vent: alarm light-emitting diode (led) failed. Error logs showed error consistent with post led failed 0. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse replaced the pm board as per philips service manual instructions and carried out electrical safety testing and functional testing. The device was functional and the fse handed the working system back to the customer.

Manufacturer narrative:
G4: 13oct2020. B4: 16jan2021. A power management (pm) board was returned for analysis. Visual inspection of the returned pm board revealed no anomalies. An investigation was performed and the customer complaint was not replicated. Unit passed all testing. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.